Event description:
Customer reported issues with the insulin pump. Customer states that the there were bubbles in the reservoir. The blood glucose reading is 105 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.